Event description:
A surgeon reported performing a lens exchange for a pt that had intraocular lens (iol) implant surgery about one yr ago. The pt presented with complaints that her vision was not very good. Upon examination, the surgeon noticed a scratch on the iol.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset area, the lens optic was torn/split (possibly cut) in two pieces and both portions were scraped with a small piece removed from the edge of one portion. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax on 01/10/2007. A completed questionnaire was received on 01/25/2007. Phone follow-up was conducted on several occasions to request clarification of data provided on the questionnaire and clarification was received.